Event description:
Information was received from a consumer regarding a patient receiving morphine and two other unknown medications via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 6 boluses per day, and over the past week they had been having problems with their ¿communicator¿/ptm (personal therapy manager). The patient stated that every time, they see code 338 (connection interrupted) and have to restart the app and resync. The patient also stated that it took 3-10 minutes and confirmed the 90% lag issue as well. The patient added that they move the communicator around. The agent assisted the patient with clearing data on the handset and reviewed best practices for connecting to the pump. The patient was then able to connect to the pump without issue. During the call, the patient noted that for the past 2-3 days they had been in a lot of pain, so they had taken all 6 of their daily boluses. The patient was going to monitor the issues and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.